Manufacturer narrative:
Initial.

Event description:
It was reported that the user entered multiple consecutive meal announcements on the ilet bionic pancreas to manually correct elevated blood glucose, which constituted an improper procedure and user interface misuse and led to low readings. Symptoms included episodes of hypoglycemia and preceding hyperglycemia. Outcomes included the need for unexpected medical intervention with medication to treat the hypoglycemia. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions when using the meal announcement feature. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.